Event description:
It was reported that during an unspecified procedure, the 'biosure regenesorb' screw broke while screwing in. The broken pieces were removed from the bone with tweezers. The procedure was successfully completed with a non-significant delay using a backup device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. Insufficient product identification information was provided, and thus, a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. No relevant clinical information was provided; therefore, a thorough medical investigation could not be rendered nor could a definitive clinical root cause of the reported failure be determined. Based on the information provided, the all the broken pieces were removed from the patient¿s bone with tweezers. According to the report, the surgeon was able to complete the surgery with a non-significant delay with a back-up device. Since no other complications were reported, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information is provided, this case would be re-assessed. The complaint was not confirmed. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.